Event description:
It was reported that pt's pump and catheter were explanted (B)(6) 2010 due to infection. Prior to explant the pump contained fentanyl 2000 mcg/ml and bupivicaine 10mg/ml.

Manufacturer narrative:
(B)(4).